Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the surgeon noticed the markings were not in their usual place on the iol haptic and optic junction. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Two photos were provided of the implanted lens. The photos show the top and bottom gusset areas. The toric axis marks were misaligned/shifted. Product history records were reviewed and documentation indicated the product met release criteria. The root cause was determined to be related to the milling process. Auto-milling equipment did not properly place the wafer on mill post to ensure correct location of axis marks in relation to the mill path. This was determined to be a cosmetic issue. The toric axis is aligned with the toric axis marks. This is set by the mold. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Toric lens models have a 100% inspection at plainview to verify the axis mark alignments fall within the position bands per an approved template. The lens would not have met release criteria for the axis mark alignment. Improvements to the planview procedure to align requirements for inspection order and axis marks alignment with the templates was completed on 7/5/2023. This lens was manufactured before the procedure updates. The manufacturer internal reference number is: (B)(4).